Manufacturer narrative:
The device has not been returned to olympus medical systems corp. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows: the distal end: no microbes grow. The channel with unknown details: stenotrophomonas maltophilia (>100 cfu). The channel with unknown details and the distal end: stenotrophomonas maltophilia (>100 cfu). The subject device had been brushed manually using a non-olympus cleaning brush(prince medical) and disinfected using non-olympus automated endoscope reprocessor (soluscope, series 4) with peracetic acid (anios). There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device had not been returned to olympus medical systems corp. But was returned to olympus france. The subject device was sent to a third-party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for bacillus (18 cfu/endoscope), but the testing result cleared french guideline. The manufacturing record (DHR) of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.